Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock. Review of the episode noted oversensing of noise. Testing of the system was unable to reproduce any noise. The s-ICD was reprogrammed from the primary to the secondary sensing vector and remains in service. No adverse patient effects were reported.